Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high and low blood glucose. Customer's low blood glucose was 32 mg/dl. Customer's high blood glucose was over 400 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.